Event description:
It was reported that during a pta/stenting treatment procedure, the balloon burst. The lesion being treated was 90+% stenotic and highly calcified. The physician predilated the lesion and the time of stent deployment, stenosis was reported to be approximately 40%. The stent deployment balloon burst when inflated to approximately 10 atm's however, the stent was successfully deployed at the target lesion. The balloon catheter was removed and the procedure was successfully completed with a good outcome for the patient. The patient is reported as 'fine' following the procedure; no injury or complications were reported.